Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel perforation occurred. The target lesion details are unknown. During the middle of the procedure, a vessel perforation occurred while utilizing an unspecified kinetix guide wire. It was further noted that the patient 'did not do well.'

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the perforation was able to be repaired and the patient's status is fine.